Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that on (B)(6) 2025, during a surgical operation, after implantation of the iol, cracks in the iol were detected. Due to the defect in the iol optical system, a decision was made to explant the lens through an extended incision and perform secondary iol implantation the following day due to the lack of suitable diopter on the day of surgery. Additional information has been requested and received stating that the target refraction was achieved in the postoperative period. The patient condition reported as fine.

Manufacturer narrative:
Additional information has been provided in h.3., h.6., and h.11. The product was not returned for analysis. Only photo was returned. The reported complaint cannot be confirmed from the returned photo. Provided photo shows what appears to be an iol in a lens case base. The reported crack cannot be confirmed from the returned photo due to the quality of the photo. We cannot confirm the reported event based on the returned photos and without the evaluation of the physical product. The reported complaint cannot be confirmed from the provided photo. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).